Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the case and remained within the body at the insertion site. The report stated that the patient performed a site change, a few hours later, the site became painful. When the site was removed, it was noted that the cannula was missing, it could not be seen coming out of the skin nor was it in any way attached to the plastic base. A doctor was able to surgically remove the 5mm segment of cannula from the patient's thigh.